Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user restarted ilet pump therapy following a recent factory reset and experienced fluctuating glucose levels, including hyperglycemia up to 276 mg/dl and hypoglycemia down to 47 mg/dl, with excursions lasting approximately 2¿3 hours; the device alerted to high and low glucose, and the events were managed with the pump¿s corrective algorithm and oral carbohydrates. Symptoms included no reported clinical manifestations associated with the events. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding expected glucose variability during pump readjustment and review of hyperglycemia and hypoglycemia events with unclear cause. Investigation of this case revealed no device malfunction reported, with cause of both high and low glucose remaining unclear while the system adjusted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.